Manufacturer narrative:
Based on the information provided, it is unknown if the device may have caused or contributed to the reported event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) contact called in with drain complications. The patient required hospitalization on an unknown date for pleural effusion and difficulty breathing. As of (B)(6) 2014. The patient reverted back to completing hemodialysis treatments.